Event description:
A 2.0mm lag screw was used to repair a metacarpal fracture. The screw placement led to a longitudinal crack in the far volar cortex of the metacarpal. The use of cerclage wires, in addition to the plate, was required to repair the crack. Surgery time was extended by 30 mins.